Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on march 14, 2023.

Manufacturer narrative:
This report is submitted on february 10, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement with the device use. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.